Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot/serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead, ubd: 04-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) who reported that the patient was had some post implant discomfort and some symptom return. Additionally, the rep noted that the patient's device was removed for a possible infection. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.